Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was scratched and was not able to be read safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2016 with the following findings: during investigation, the pump display lens was found to be scratched. Unrelated to the complaint, investigation revealed a dim display with discolored text. Also unrelated to the complaint, the battery compartment was observed to be cracked and the audio bolus button was found to be torn in the center. The audio bolus button functioned appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 03/13/2017 - correction to serial #.